Event description:
The patient was implanted with a synchromed pump and catheter to participate in the brain derived neurotrophic factor (bdnf) for amyotrophic lateral sclerosis clinical trial. The physician performed a contrast study of the catheter after he was unable to withdraw cerebrospinal fluid and noted the catheter was fractured. The catheter was replaced; however, a portion of the catheter remains in the patient's intrathecal space.